Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was reported that the patient had two emergent magnetic resonance imaging (MRI) today and was wondering if a company representative (rep) could be paged to the hospital to interrogate the pump. The patient had 4 mris in four days in march and noticed their spasms "got horrific" after them. When they went to go refill the pump, the healthcare provider (hcp) noticed that the patient was not getting any of the medication. They were told by the healthcare provider that the MRI kind of made it not effective. The caller was redirected to their hcp to further address the issue. 2024-06-24 (B)(4) update (con) additional information was received from a consumer (con) reporting that the patient had been trying to reach a rep to come and check the pump because the patient had their mris and now they were having a lot of spasticity. 2024-07-09 lfc (hcp) document contained no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.